Manufacturer narrative:
The customer reported that the biomed reseated the data acquisition pcba, and performed a performance verification test (pvt), and no failures had occurred. The biomed was not able to reproduce the issue, and the device was returned to service.

Event description:
Philips received a complaint from customer, reporting that the v60 ventilator displayed a "1109 (cbit) check vent: machine pressure sensor auto zero failed" error code. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a "1109 (cbit) check vent: machine pressure sensor auto zero failed" error code. The rse recommended to replace the parts per the service manual and allow the device to run for about 30 minutes after replacing parts. The rse provided the customer with the following part numbers - solenoid valve, data acquisition. The investigation is ongoing.